Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid accumulation.

Event description:
Patient reported that their device was explanted due fluid accumulation. Right side. Device has been explanted.

Event description:
Patient reported that their device was explanted due fluid accumulation. Subsequently, patient's representative reported capsular contracture - baker grade ii and a slight chronic inflammatory reaction. Device has been explanted. And replaced with non-allergan device. This relates to the right side

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most. Explant date range provided: (B)(6) 2020.

Event description:
Patient reported that their device was explanted due fluid accumulation against right side. Subsequently, patient's representative reported capsular contracture - baker grade ii and a slight chronic inflammatory reaction. Device has been explanted. And replaced with non-allergan device.

Event description:
Patient reported that their device was explanted due fluid accumulation. Subsequently, patient's representative reported capsular contracture - baker grade ii and a slight chronic inflammatory reaction. Device has been explanted. And replaced with non-allergan device. This relates to the right side.